Manufacturer narrative:
The unit was evaluated by the factory and after extensive testing, the reported failure could not be reproduced. It was concluded that no corrective action is necessary as this was an isolated incident. The unit was then returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the blood pressure cuff remained inflated and did not deflate by itself. No pt injury was reported.